Event description:
It was reported that an intraocular lens (iol) got cracked when a toric injector released the iol into a patient's left eye. It was learned that iol was inserted in instrument cartridge and injected into patient's eye. The doctor found that iol was cracked. Another instrument was used to cut the iol into 2 pieces and remove it from patient's eye. A new iol was opened and loaded and placed in patient's eye. Patient tolerated well without any issues. No treatment indicated, no apparent injury. No other information was provided.

Manufacturer narrative:
Unknown/ not provided. Asku. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: (B)(6) 2023 section h3. Device evaluated manufacturer? Yes device evaluation: product evaluation was performed under magnification. The complaint lens was received cut in half with a detached haptic. The lens was cleaned and presented with no further issues. The remaining haptic was measured and was within specification. The complaint issue dc-lens damaged was not confirmed during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. As per complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.